Event description:
It was reported that upon opening the implant, a substance was stuck to the top of the implant. Was not used.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.